Manufacturer narrative:
Evaluation of the returned product confirmed the reported issue and revealed the unit did not power up when using new batteries. The unit does power up when using an external power supply and passes all functional tests. However, the battery springs are bent. (B)(4).

Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. No visible damage reported. The date when the issue was discovered is unk. No pt incident or injury reported.